Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device confirmed the presence of a loose 100mm-long hair-like fiber within the inner sterile cavity. The tyvek seal was opened from the cavity before the product was returned. No other damage was noted. Complaint is confirmed. Review of the device history record(s) for the item #00504905500, lot #64875795 identified no deviations or anomalies during manufacturing. Reported event is for a packaging issue; medical records are not available for review. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product and the DHR review. The location of the foreign fiber in the sterile cavity indicates that it was introduced during manufacturing. Therefore, the root cause of the reported issue is attributed to a manufacturing error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when opening the bone cement preparation kit to the sterile field, a hair was discovered. Attempts have been made and additional information on the reported event is unavailable at this time.